Event description:
The customer's mother reportedly received the following results on the aviva system within 10 minutes: 184 mg/dl and 101 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.